Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure due to the implantable pulse generator (ipg) no holding a charge. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. The surgery went great and the patient was fully recovered.